Manufacturer narrative:
The topic: perm - loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, migration, no attempts to reprogram the waa, and inadequate fixation have been ruled out as potential causes of the reported issue. However, it was reported that the patient is experiencing pain in a new location that is not targeted by the stimulators. The stimulator is used to treat pain. The cause of the new pain is unknown. Therefore, conclusion has been selected as no problem/fault found.

Event description:
The patient reported increased pain and requested an explant procedure. X-rays were performed and the leads did not migrate. The patient is waiting for cardiac clearance to proceed with an explant procedure.